Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump delivered properly all the boluses programmed during testing. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had delivery anomaly and that they experienced high blood glucose levels of 300mg/dl to 400mg/dl. Customer stated that the high blood glucose levels are due to the pump not dispensing insulin as designed. It was also reported that troubleshooting for site and insulin issues were performed but did not fix issue. The product will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.